Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that aspiration stopped during procedure. A jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the 100% stenosed superficial femoral artery. Aspiration was initiated; however quit during the procedure. The procedure was completed with a different device. There were no patient complications reported.